Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with lost sensor alarms. The customer states they have had issues with the lost sensor, the product not adhering, and bent cannula. The customer's blood glucose level at the time of incident was 524mg/dl. The customer states they treated the high with bolus, and were able to lower to 70mg/dl. The customer declined further high blood glucose troubleshoot. Troubleshoot for the sensor was conducted. The customer was advised issue may be due to orientation of sensor. The customer was advised to reorient the device, and to call back if issues persist.